Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient had the motor stall silenced two days ago and now the pump was alarming again. It was discussed at the time of the report that motor stalls can be intermittent and if it recovers and stalls again the pump would alarm. The pump was going to be replaced. Pump off state was being considered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was replaced (B)(6) 2019. The pump was in possession of the company representative which was planned to be returned to the manufacturer for analysis.

Manufacturer narrative:
The initial report indicated that ¿information was received from a consumer¿ in error and should have indicated that information was received from a healthcare provider. Update/correction: the initial reporter¿s address / contact information was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative on 2019-may-01. As per the logs, the following occurred: (B)(6) 2019 1:24 pm - critical alarm regarding motor stall, (B)(6) 2019 7:45 pm - motor stall recovery, (B)(6) 2019 12:07 pm ¿ critical alarm regarding motor stall, (B)(6) 2019 2:03 pm ¿ motor stall recovery, (B)(6) 2019 3:41 pm ¿ critical alarm regarding motor stall, (B)(6) 2019 7:14 am ¿ motor stall recovery, (B)(6) 2019 8:48 pm ¿ critical alarm regarding motor stall. On 2019-may-13 a company representative further reported that the cause of the intermittent motor stalls was not determined. The patient¿s most recent weight was provided.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. As per the logs, a motor stall a motor stall recovery occurred at 7:45 pm on (B)(6) 2019. As of (B)(6) 2019 the pump administered bupivacaine with concentration 1.5 mg/ml at a dose rate of 0.5995 mg/day and hydromorphone with concentration 5.0 mg/ml at a dose rate of 1.9984 mg/day. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone with concentration 5 mg/ml at a dose rate of 6.5 mg/day and bupivacaine with concentration 1.5 mg/ml at a dose rate of 1.95 mg/day via an implantable pump for non-malignant pain. It was reported that at initial interrogation, the pump status/event logs showed a motor stall had occurred. The pump stalled yesterday ((B)(6) 2019), recovered, then stalled again today ((B)(6) 2019). The patient did not recently have magnetic resonance imaging. At the time of the report it was recommended that the pump be returned if explanted/replaced. No patient symptom was reported. No further patient complications have been reported as a result of this event.